Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date - ni, date implanted - ni, initial reporter - ni, manufacture date ¿ ni. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient was indicated for a partial knee revision procedure. No revision has been reported to date.

Manufacturer narrative:
Upon receipt of additional information, this event has been deemed not reportable. The revision is due to patient anatomy and is not product or procedure related.